Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient has an infection. The patient said within first three days, part of incisions was opened. The patient went to the doctor and they put sterile strips over it. The patient left their bandage over it. The patient did fine until friday. Then was bleeding and asked their granddaughter to take off the bandage but it is still open. The patient put a dressing over it. Sunday, the granddaughter took of the bandage and she said it looks and smells infected. The patient went to the doctor this morning. The doctor just looked at it, did no culture, but said it is infected. The patient said it was painful. The patient went to doctor today and they put the patient on oral antibiotics penicillin. The patient said that the doctor and them feels like the therapy is turned off because the patient has return of symptoms. Their incontinence is going crazy. The therapy was working and then it stopped. The symptoms started about a week ago. Tried to have the patient connect the handset and communicator to ins to see if therapy was on. Was not able to connect. Walked the patient through how to connect and they kept getting a device is not responding message. The patient had bandage over the incision from seeing the physician today for the infection. The patient was told they might not be able to communicate until the bandage comes off or if there is swelling until it goes down, they will be able to connect and check therapy status.